Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error was confirmed during the functional testing and the event log review. The root cause of the reported complaint was loose 24volt connectors inside the cooling engine (ce) to the compressor and danfoss module, possibly caused by transportation and/or vibration or moving the console over time. The thermogard console was manufactured in october 2012 and is 10 years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard console was performed, and no issues were observed. An event log data review was performed and showed a tcmid:06 error message, thus confirming the reported complaint. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, thus confirming the reported complaint. The 24volt line connectors inside the cooling engine (ce) to the compressor and danfoss module were re-seated to remedy the fault. Following the service, the thermogard console passed all functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the thermogard console with sn (B)(4).

Event description:
During setup, the thermogard console (sn (B)(4)) displayed a tcmid:06 (ce post failure) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.